Event description:
An olympus representative reported to olympus, on behalf of the customer, that during an unknown procedure using this evis exera iii duodenovideoscope, the single use distal cover fell off into the patient's mouth. The distal cap was retrieved by the customer's finger. There were no reports of patient or user harm associated with this event. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure. Case with patient identifier (B)(6) reports the evis exera iii duodenovideoscope used in the procedure.

Manufacturer narrative:
To date, this device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h6 component code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred due to the following: a) the cover was attached to the scope insufficiently. B) the cover was broken due to adhesion of chemicals such as anti-fog agent. C) during the procedure, the cover received stress such as contact with mouthpiece, frictional load by being twisted/pushed/pulled in the patient body, or the like. However, the root cause of the failure could not be determined. The event can be prevented by following the instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: 1. The facility reconfirmed the correct operation method by contacting olympus or another expert within the facility. 2. The facility carefully reviewed and followed the instructions for use (IFU). (Instructed the personnel to read the instruction manual.) 3. The facility educated or continuously educated its personnel about handling methods. 4. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) 5. The facility used care when attaching the distal cover, so that it does not crack. Per the facility, it is likely the detachment was a result of the cover getting caught on the mouth/bite piece in the patient during scope removal. They now checks that the cover is on the scope once the scope is removed after each procedure. Furthermore, it was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their original packaging until time of use and stored in a product carton in a recommended environment (per the IFU.)